Event description:
It was reported the bronchovideoscope was displaying a poor-quality image that would be lost with any flex of distal tip during a right thoracoscopy diagnostic procedure. The event occurred before the patient was sedated and the procedure was completed with an olympus back-up device. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
There is no new information provided by the customer.

Manufacturer narrative:
The device was returned to olympus for inspection where the reported failure was confirmed/reproduced. Based on the results of the investigation, a root cause could not be identified. The most probable cause of the discovered damages is traced to component failure, expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.